Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. It fired fine with first and second firing fired the first couple staples then jammed mid fire with a blue load. If yes, were the staples formed properly? First firing yes not the second. If yes, was the staple line complete? On first firing. Did the device cut? Yes on the first firing no on the second because it jammed. If yes, was the cut line complete? Yes on the first. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not on the first firing. On which firing did this event occur (1st, 2nd, 8th, etc.)? 2nd. What was the product coded of the cartridge being used (6r45b, tr45g, etc.)? Zr45b. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No change in patient outcome. Just opened another stapler to finish case. No able to return stapler as the account threw it away after case. There was a misunderstand with the staff and it was not communicated to the scrub to keep the device for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, I do not have full detail of what happened and have left a message with the surgeon to get more information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.